Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrotic area, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a mexican physician and concerns a female patient who was injected with radiesse into the nasogenian folds in (B)(6) 2018 (reported as approximately one week ago) by one of the doctors in the reporter's clinic. During the treatment, the patient did not present any symptoms. In 2018, 24 hours after the treatment with radiesse, the patient experienced edema on the left side of the face and progressively presented changes in the coloration and necrotic area in the oral mucosa. Corrective treatment included hyaluronidase, applied 5 days ago. The patient also continued the treatment with "nitroparche", posipen every 8 hours, local radiofrequency, unspecified anticoagulant and steroids. According to the reporter, the patient progressed to worsening in the last 24 hours. Due to the provided information, the outcome of the event was considered as not resolved.

Event description:
Follow-up information was received on 08-nov-2018: the physician reported that the patient recovered, in 2018. The outcome of the event changed from not resolved to resolved. In the opinion of the reporter, the event was related to radiesse®.

Event description:
Follow-up information was received on 06-sep-2018: "nitroparche" reported as a corrective treatment in the initial report was confirmed as nitroglycerin patch. The outcome of the event was left as not resolved.